Manufacturer narrative:
The device was returned to zoll netherlands; the customer's report was not observed during functional stress testing. The device was recertified and returned to the customer. Review of the device activity logs showed warning messages relating to the device not detecting a valid patient impedance. This indicates poor coupling between the patient's skin and the electrode pads. Additionally, the log showed that the device was able to delvier a shock 23 seconds afterwards, when a valid patient impedance was then recognized. This claim has been attributed to poor coupling of the electrode pads to the patient's skin. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.